Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable and had died about a year ago. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.